Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a damaged/bent pin of pcb-mounted jack connector, designator j503 on the analog pcb. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying a service indicator and had logged event codes in the device's memory. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the device would not charge and shock. Defibrillation therapy would not be available, if needed.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was displaying a service indicator and had logged event codes in the device's memory. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the device would not charge and shock. Defibrillation therapy would not be available, if needed.